Event description:
Boston scientific crm received information that this right ventricular (rv) head had dislodged a few days post implant. The physician elected to use another lead in its place, and could not achieve an adequate placement on this active fixation lead. The second lead would not pass through as easily as he would have liked. The physician elected to use another type of lead that has a passive fixation method in its place. No adverse patient effects noted. There was no indication given that this lead was explanted.